Event description:
The complainant reported that upon booting up a newly received automated automated impella controller (aic), the unit displayed an unexpected controller shutdown error message. The staff restarted the controller to clear the message. There was no patient involvement at the time of the noted issue.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
F.6 and f.8 dates were reported on manufacturer device report number 1220648-2024-16179 and should not have been. H.6 code 2199 was reported incorrectly on the initial manufacturer device report number 1220648-2024-16179. A new code was added to health effect - impact code.